Event description:
Plaintiff is sensitized to latex and is at risk of suffering anaphylactic reactions. Plaintiff further alleges restrictions in where plaintiff can go and what plaintiff can do with life, career, and family. Plaintiff alleges suffering from physical injuries, including but not limited to hives, shortness of breath, hand dermatitis, runny eyes, runny nose, dizziness, flu-like symptoms, increased heart rate, chest pains, as well as great despair and loss of enjoyment of life.